Event description:
Boston scientific crm received information that the left ventricular (lv) lead was capped, due to diaphragmatic stimulation. No adverse patient effects were reported.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.